Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the tap tip splayed during use on the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination of instrument confirms tip of the tap is cracked at the centerline; the crack is ~7mm in length and splayed out axially. Tip splay or trumpeting effect is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with due to off-axis use of tap with respect to guidewire.